Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection, service repair noted the following findings: the initial visual inspection showed a noticeable rupture of the bending rubber cover that caused a major air leakage. Tape was wrapped to seal the known leak. An additional leakage located on the cable tube unit sheath was discovered. Furthermore, the check of the gluing appearance of the objective lenses also allowed to detect a deterioration with cracking and visible missing parts. When the instrument was partially disassembled humidity was observed throughout the device. Consequently, the scope underwent a drying process carefully. Below are the findings on the device listed below: a-rubber strongly torn and leaky. Cable tube unit is pierced and leaky. Fluid invasion noticed throughout the device. Service repair noted that the rubber's degradation results in tearing appear to have happened very likely throughout reprocessing. The same applies regarding the deterioration of the objective lenses gluing appearance that showed by loupe a noticeable crumbling with missing parts. Regarding the perforation of the cable tube unit sheath, the use of a pointed or sharp object that might have come in contact with the bending cover and caused perforation seems more likely. The replacement of the insertion part unit, and the cable tube unit are required as a major repair to return the instrument to the original equipment manufacturer (OEM) specification. Review of service repair history noted that this product was placed in service in december 2020. And has never been repaired before. Previously, it had been returned for repair in regional repair center olympus (B)(4) ( rrc-ofr) in march 2022 for a leak failure. As a result, it was confirmed that there was no abnormality related to the last repair work done recently. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of "the device is broken". The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found deterioration of the objective lens gluing (defects of the distal end, adhesive).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: stress on the tip from outside the scope. Chemical attack due to chemicals, etc. Consequences of incorrect sterilization processes. The event can be detected/prevented by following the instructions for use which state the following: "do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.". "The methods listed as ¿compatible¿ are compatible for routine use only when used according to the manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿.". Olympus will continue to monitor field performance for this device.